Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 132 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. As well, that the customer experienced a low blood glucose (bg) level, specific value was not provided. The cause was not known. The customer¿s partner assisted the customer by administering chocolate and two sodas to address the bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.